Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from two coaguchek xs meters, one with serial number (B)(4) using test strip lot number 38560522 and one with an unknown serial number using test strip lot number 36888011. The results were higher compared to the laboratory results. The laboratory reagent was stago neoplastine. This medwatch will cover test strip lot 38560522 used on coaguchek xs meter serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on test strip lot 36888011 used on the coaguchek xs meter with unknown serial number. At 10:00 am the result from meter serial number (B)(4) (test strip lot 38560522) was >8.0 inr. The customer went to the emergency room for measurements. At 1:00 pm the result from the emergency room's coaguchek xs meter (unknown serial number with test strip lot 36888011) was >8.0 inr. At 4:00 pm result from the laboratory was 5.89 inr. At 5:00 pm the result from the meter serial number (B)(4) (test strip lot 38560522) was >8.0 inr. The result from the laboratory was believed to be correct and the customer withheld coumadin. On (B)(6) 2019 at 6:00 am the result from the meter was >8.0 inr and the result from the laboratory was 6.0 inr. The result from the laboratory was believed to be correct there was no allegation of an adverse event. The customer's condition was "fine". The customer's therapeutic range was 3 - 4 inr. The qc was acceptable with meter serial number (B)(4).